Event description:
It was reported that a one-link needle-free IV connector leaked from the cap. Prior to starting a blood transfusion on a patient, the peripherally inserted central catheter (PICC) cap and line connections were checked to make sure they were tightened. After blood was initiated, there was a small amount of blood was noted on the sheets which appeared to come from the cap that was connected to the PICC line. The transfusion was paused so the nurse could check and confirm that the cap was on tight. The area around the cap was cleaned with an alcohol swab. Holding a new alcohol swab under the connection, the nurse restarted the transfusion and noted that small leak of blood continued from the tightened cap. Transfusion paused and disconnected, cap changed, and transfusion continued through new cap without issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to a2, a3a, a3b, a5, a6, d4: expiration date (update to n/a), e3, e4, g2 (add source), h10 and h11. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11. Correction: d4: expiration date (update to ni). H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which identified the connector; however, a leak was not identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.